Event description:
It was reported that atrial lead impedance rose from about 450 ohms to greater than 2500 ohms in both unipolar and bipolar polarities. The programmed mode was changed to vvir and the lead would be replaced when the pulse generator reached elective replacement indicator.